Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm attempted to rebuild the motor as indicated in the iabp service manual but detected metal shavings while rebuilding the pressure side of the motor. The stm also observed the clamping disc holding the pressure diaphram was faulty and determined that the compressor would need to be replaced. The stm returned to the customer's site at a later date and replaced the pump assembly then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: telephone number: (B)(6), email address: (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the pneumatic performance test. Since the event occurred during pm, there was no patient involvement and no adverse event was reported.